Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.   The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil broke before it was released. No harm or intervention was reported to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher with severely stretched coils at the proximal section. The pusher was not returned for evaluation. However, the investigation of the implant found the monofilament with a mushroom shape tip, which is consistent with successful detachment from thermal activation using a detachment controller. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported break condition. The physical evaluation of the device could not identify the conditions or circumstances that led to the severe stretching of the implant, but this condition is consistent with the device experiencing retraction forces over specification.

Event description:
N/a